Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the field service technician was unable to recreate the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was experiencing 'motor fault' issues once more.it was working fine and was turned off when the patient was transported to ir.upon return from ir, the therapist turned on the unit and the mentioned error appeared on the screen. The unit was turned off and back on with improvement and was removed from the room.there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical was unable to confirm or replicate the issue. The uut (unit under test) assembly was visually inspected, and no visible defects, damage, or contamination were found. The uut was installed in a known good vela test stand. When started up in user mode, the unit displayed no fault alarms. The unit was turned-on in-service mode, and the event log revealed no motor fault errors. After allowing the uut to cycle for 2 hours, no problems were discovered. According to the 1501-089-000-swi failure investigation, the returned driver,motor 3-phase,rep will be scrapped.